Event description:
Was in the process of drawing up thyphoid with a 3cc vanishpoint syringe 25gx1" retractable needle, once finished drawing up 1cc of thyphoid, attempted to remove needle from rubber stopper when the needle separated from hub of syringe that left approx 75% of the needle inside of bottle.